Event description:
Same event as MFR report #'s: 2134265-2008-01301 and 2134265-2008-01303. It was reported that during an angioplasty procedure, a hub break occurred. The 80% stenotic lesion was located in the calcified left superficial femoral artery. The 6.0mm x 80mm smash balloon was inflated once to 8 atms for 40 seconds. Upon balloon inflation, the hub of the catheter broke and the balloon lost pressure. The physician had difficulty deflating the balloon. Over inflation was performed to deflate the balloon. The device was removed from the pt intact. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good / positive". Multiple attempts to obtain additional info have been unsuccessful.